Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, after more than 48 hours of pod wear on the abdomen, the skin at the infusion site exhibited redness, swelling, and tenderness that subsequently developed into an infection. The patient reported seeking medical attention on (B)(6), 2026, and she was prescribed antibiotics. No information regarding the specific diagnosis was provided. The medical visit lasted approximately 45 minutes.